Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper creepout with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after research and development testing was performed on the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube, which included subjection to a simulated shipping test, the stopper was observed with closure creep up. The following information was provided by the initial reporter: during r&d testing, we saw one instance where there appeared to be closure creep up. The tube had been subjected to a simulated shipping test and when the box was opened, one closure was observed to be higher up than the others. The closure was not off the tube and the tube contents did not spill. The observation was recorded on the data sheet under the comments. In follow up with the laboratory person, she observed the closure position, lifted the tube from the box by grasping the tube and continued with the test.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after research and development testing was performed on the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube, which included subjection to a simulated shipping test, the stopper was observed with closure creep up. The following information was provided by the initial reporter: during r&d testing, we saw one instance where there appeared to be closure creep up. The tube had been subjected to a simulated shipping test and when the box was opened, one closure was observed to be higher up than the others. The closure was not off the tube and the tube contents did not spill. The observation was recorded on the data sheet under the comments. In follow up with the laboratory person, she observed the closure position, lifted the tube from the box by grasping the tube and continued with the test.